Event description:
It was reported that during the implant attempt, the helix did not appear that it fully extended. It then took several turns to retract it. When attempting to extend it again, it took over thirty rotations and the helix still would not extend. The lead was then placed back on the table and the helix still would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.